Manufacturer narrative:
Company representative evaluated the unit. Corrections included flow rate adjustment settings and gas calibration. Unit was tested to factory's specifications.

Event description:
Customer reported an issue with the dpm6/7 monitor, which may have affected gas monitoring. No pt injury was reported.